Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Dark debris was noted on the female head taper. Revision operative notes stated patient had failed right total hip arthroplasty due to femoral aseptic loosening. During procedure moderate amount of fluid present in the trochanteric bursa. There was a leak in the repair and fluid was coming out of the joint. Under pressure that was in trochanteric bursa. There was essentially no corrosion inside the head or on the femoral neck. Femoral component found to be loose rotationally. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 2648920-2015-00438.

Event description:
It was reported patient¿s hip was revised approximately 2 years post implantation due to loosening and corrosion. Attempts have been made and additional information on the reported event is unavailable .